Event description:
Received a report from a consumer indicating she purchased a 16 count box of sport tampons, and on several occasions during removal of tampon, small piece(s) of the tampon pledget separated and remained behind. Reporter provided no additional information. No injury reported.

Manufacturer narrative:
We have requested and await consumer's return of product for evaluation. Lot code information advised by the reporter has been sent to qa for investigation. We await the results.